Event description:
Healthcare professional later reported "the patient is currently well, with slight palpable swelling in the right upper lip, not visible. We had to perform two protocols of corticosteroids and antihistamines to reduce the symptoms."

Event description:
Treatment also included zamene and abastine. Symptoms ongoing/unresolved.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional (hcp) reported that a patient injected with rejuvenation of the lip, corners and barcode with juvéderm® volift¿ with lidocaine and "comes for induration and inflammation without erythema of red lip (upper and lower) and commissures, an appearance similar to a freshly made lip with no pain". The patient is examined and was diagnosed with vitiligo in (B)(6) 2023, presented with hypertension, hypothyroidism, and hypercholesterolemia. Hcp started treatment as an anaphylactic reaction type two, there was no suspicion of biofilm: antihistamine and short corticosteroid regimen: responded favorably and reported improvement, but at the end of treatment patient returned to stony induration without erythema of the entire lip. After a check-up was carried out everything was correct, no induration was palpable and the patient was happy.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.